Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. The device did not pass through a previously deployed stent. During the procedure it was reported that resistance was encountered when advancing the device. The stent got caught in the guideliner and would not advance. The stent came off balloon. No patient injury reported.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 21st, 22nd and 23rd distal stent wraps with struts raised and overlapping. There were numerous kinks present along the hypotube. There was slight deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.